Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an inner shunt in the mildly tortuous and mildly calcified forearm cephalic vein. A 7.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation, however, the balloon ruptured during unspecified inflation at 15 atmospheres for 30 seconds. The physician completely removed the device from the patient and the procedure was completed with another mustang balloon. No patient complications were reported and the patient's condition was good.